Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump powered up and displayed and alert message on the screen but did not emit an audible or vibratory alarm. The pump was found to have corrupted data.

Event description:
The pt reported that the pump was rebooted to clear an alarm and subsequently would not power up.